Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was provided for analysis, and the affected stent remained inside patient. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be identified. The root cause for the complaint event is therefore most likely related to external factors. It should be noted that the IFU advises the user to select the stent size to match the diameter of the vessel to achieve a final stent diameter to vessel ratio of 1 to 1 and a full coverage of the lesion over its entire length with a single stent, and to choose the stent length to avoid use of overlapping stents.

Event description:
A pk papyrus covered stent system was selected for treatment of a perforation during a procedure with a des. The perforation could not be sealed properly. Further information was requested but unsuccessful so far.